Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; the full lead was returned for analysis. Blood was found in/on helix mechanism.

Event description:
It was reported that the helix did not fully retract during the implant procedure. A new lead was implanted. No patient complications were reported as a result of this event.